Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, provided storage mode instructions, and instructed customer to return malfunctioning pump within 10 days and then program pump settings and reconnect cgm on replacement pump.